Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. There has been no response from the provider, therefore the initial mw will be submitted with the information provided. If/when new information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported that the anchor of a xtra-silent nite slide-link broke. Based on the device received on 01/23/25, the connector is detached from tray. No date provided when the patient stopped using the device and the event date is unknown.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).